Event description:
It was reported to philips that the system's arms were unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system was being used for planned, non-emergency vascular treatment. The procedure was completed as planned after restarting the system. A philips field service engineer (fse) inspected the system on site and confirmed that the system table were unable to perform geometry movements. During troubleshooting, the fse reviewed the logs, identified a motor assembly error, and determined the issue involved the table's up/down movement. Restarting the power temporarily cleared the fault, but the problem recurred intermittently. Although supplier part analysis could not conclusively determine the root cause of the geometry movement failure, the fse replaced the longitudinal potentiometer. This replacement resolved the reported issue and restored system functionality. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received that led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized movements of the table do not work as intended, the c-arm, patient, or staff can be repositioned to allow the procedure to continue. The loss of motorized table movement is unlikely to prevent the user from continuing the procedure, transferring the patient, or providing emergency intervention; therefore, the loss of motorized table movement is not likely to cause or contribute to death or serious injury. The event codes were updated based on the investigation outcome. The codes were updated based on the investigation outcome.